Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the patient received an inappropriate shock after leaning against an electronic lottery machine. After the device was interrogated, it was determined that the shock was due to electromagnetic interference (emi). The device and lead remain in use. No further patient complications have been reported as a result of this event.